Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that during use of the pen needle 31x5 italy 100 pack were clogged prohibiting insulin from flowing out. This occurred on 8 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: pns reported to be clogged and insulin doesn't flow out.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the pen needle 31x5 (B)(6) 100 pack were clogged prohibiting insulin from flowing out. This occurred on 8 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: pns reported to be clogged and insulin doesn't flow out